Manufacturer narrative:
The unit was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor was noted. The unit was unable to perform the self test along with the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, operating currents, off no power, and excessive no delivery tests due to the blank display anomaly. The following physical damage was noted: cracked reservoir tube lip, minor scratches on the lcd window, and cracked casing at a display window corner.

Event description:
The customer reported via phone call that there was condensation under her insulin pump screen. The patient's blood glucose at the time of incident was 173 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. The customer was unable to verify how the moisture exposure occurred. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.